Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) has been dispatched to investigate the reported event. The fse replaced the illuminator to correct the reported problem of cracking and popping noises. The system was tested and verified as ready for use. Isi received the instrument involved with this complaint and completed the device evaluation. The unit was returned for failure analysis and the reported failure was confirmed. This unit was returned without lamp module and both fuses were good. When reviewing on the remote fe, there are several errors code 48244 which means: illuminator lamp failed to ignite: ignition failures indicates that the lamp module is nearing end of life or the ignition circuitry in the illuminator is failing. The unit was installed on the printed circuit assembly (pca) test system. The system started up without any errors, the blue light is on, vision test is good, check vision quality is good ,then 10 power cycle was performed and idle in normal mode (10 minutes) without any errors. A log review confirmed the endometriosis resection procedure on 24-august-2022 on system sh0518. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: the customer converted to laparoscopic surgery after the start of the procedure due to problems with the illuminator. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that there were a series of loud pops like a fire cracker from the tower. The screen blinked the illuminator led turned red. Instruments were removed and undocked from the patient. Caller was able to locate a spare bulb. The tse walked customer through replacing bulb. Upon reboot the system booted up normal, however when the bulb was turned on it could not be turned back off from the vision side cart (vsc), camera head or the surgeon side console (ssc). Illuminator button is not functioning to turn off lamp. Long press and momentary presses were tried. Or staff electing to convert to traditional laparoscopic surgery. The tse gathered case information and call ended. The procedure was converted to laparoscopic and completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was converted to traditional laparoscopic surgery due to the illuminator issue not resolving. The staff replaced the bulb in the illuminator with no resolve. The patient tolerated the conversion to laparoscopic surgery well with no injuries. There were no intra-operative or post-operative complications. The illuminator initially powered on with no errors. System functionality was checked upon powering on the system with no issues found. The issue occurred during the procedure.